Manufacturer narrative:
One (1) device was received. A visual inspection noted a cracked enclosure and tank cover, faded line cord, outdated printed circuit board (pcb) and power switch. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device leaked confirming the customer complaint. The root cause was due to a crack in the enclosure near the drain tube fitting due to wear of age. A device history record (DHR) review was not performed because there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received on 8-june-2023 via email: no patient involvement.

Event description:
It was reported that the fluid warmer was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI section of d4 is unknown, no product information has been provided to date. Date of event and operator of device is unknown, no information has been provided to date.